Event description:
I had my third diabetic low causing me to go to the emergency room in the last 5 months. On this date, I went down to 22, fell off my bed and injured my face in three locations, and exhibited seizure-like symptoms.